Event description:
(B)(4). Initial information received from a sales representative on (B)(6) 2008: a (B)(6) female, also reported as a patient "in her (B)(6)," received her first treatment with poly-l-lactic acid (sculptra) injections on (B)(6) 2006 in the mid face. The volume of the injection was 7cc's. She was also injected with 7 cc's of poly-l-lactic acid in the midface on (B)(6) 2007. (Lot numbers/expiration dates of the treatments not specified). She had portrait laser treatment approximately 4 months after her initial poly-l-lactic acid treatment, sites not specified. Six months after her last injection, on approximately (B)(6) 2007, she returned to the office complaining of nodule formation in the areas where she was injected with poly-l-lactic acid; according to the physician, "they are of differing size and texture." A biopsy was conducted on (B)(6) 2008, and the nodules were found to be "giant cell reaction in dermis." At this point, a mild solution of triamcinolone acetonide (kenalog) has been used by the physician without success. Concomitant medication not provided. The patient was reported as having "oily prone skin." Other medical history not provided. No further medical information reported.

Manufacturer narrative:
Additional information for sculptra (lot #/expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.